Event description:
It was reported that the patient's tremor had increased over the two weeks prior to report, and even more so in the last week. It was verified that the device was on. Approximately one week later it was reported from the health care provider (hcp) that the cause of the event was a possible stroke. An MRI of the brain was performed and there were no signs of cerebrovascular accident (cva). The patient was not hospitalized and there was no patient injury. It was noted that there was no evidence of cva, and the patient was going to follow up with the doctor. Approximately 3 months later it was reported that the extension was damaged. An impedance checked showed impedances of greater than 40,000 ohms. Intra-operatively the lead impedances were checked and there were "no problems found." The extension and stimulator were checked and the impedances were greater than 40,000 ohms. A new extension was connected to the stimulator and the impedances showed "no problems." The patient's symptom was a tremor on the left side of their body. The patient was reported to be alive with no adverse event or injury after the revision surgery. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3389s-40, lot# v846964, implanted: (B)(6) 2012. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the stimulation extension (lot # nhu242217v) found the distal end near the conductor was broken due to overstress/damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.